Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had a torn haptic. The trailing haptic ripped straight off and was left inside the cartridge. The lens was hydrated with bss prior to advancement in the cartridge. The doctor had to exchange the lens during the same procedure as it was in the right eye when the doctor observed the torn haptic. Mild corneal edema post operative (op) day one, presumable from iol explanation. The iol explanted via pac man technique. Another johnson & johnson lens, same model and diopter size was implanted as a replacement. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jan. 11, 2023. Section h3: device evaluated manufacturer? Yes. Device evaluation: the suspect intraocular lens (iol) was received cut. Visual inspection found a scratch, and a detached haptic. The suspect module and cartridge was received separated from the handpiece. Visual inspection found a detached haptic in the cartridge. Dimensional inspection of the remaining haptic found the haptic was within specification. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.